Event description:
It was reported that the left ventricular lead had elevated threshold at implant. The lv threshold was above the programmed output and the lead had capture failure. The device was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076-52 lead 2015 (B)(6); 6947m62 lead 2015 (B)(6). (B)(4).